Event description:
On (B)(6) 2022 a patient in turkey underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. A healthcare provider reported that the patient had complaints of discharge and redness at the stoma site and began treatment with 1000mg of oral klomaks on (B)(6) 2025.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.